Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient began experienced left facial pain and hearing loss in the left ear. It was also reported that the patient experienced headaches. A 1000mg of levetiracetam was prescribed twice per day for 30 days and also 2.8mg of dexamethasone. The event was considered ongoing. If additional information is received a follow up report will be submitted.